Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair procedure, the surgeon used the needle holder to clip the suture and the needle was broken. Another suture was used to resolve the issue and complete the procedure. There was no patient injury.